Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred as critical ram parity error logged on (B)(4)-2011 in address "1f a3". Por severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that a power on reset occured. No intervention was performed and the device remains in use. No patient complications were reported as a result of this event.